Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Another singular complaint was received against the affected lot number which described a cuff leak, but it was not confirmed. If the product is returned this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that on the patient needed to use a suction tracheostomy tube and its accessories during the operation, when checking the filling of the tracheal cannula balloon, it was found that the syringe had resistance, and the balloon could not be inflated normally. So, the syringe was replaced and checked again, but the balloon still could not be inflated normally, and the catheter was blocked. There was patient involvement, and no patient harm/adverse event reported.